Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated that customer received the following results on the aviva system within 1 minute: 148 mg/dl and 63 mg/dl. Customer indicated she "felt bad" at the time of these results and self-treated with biscuits. No adverse event reported. The manufacturer requested return of suspect product for evaluation.